Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set; and performing a battery reset. The troubleshooting did not resolve the issue. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 12/18/2018, the customer indicated that she developed mastitis and was prescribed an antibiotic, which she thinks was caused by her baby's poor latch since she could not empty her breasts while breastfeeding during the time she was waiting for her replacement pump. She indicated that the replacement pump was working without issue and the engorgement was resolved. On 12/20/2018, the customer further clarified with a complaint handler that the mastitis had developed the monday after her pump stopped working, but it was now resolved. The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on 12/19/2018 and it passed suction and cycle specifications. Refer to attached evaluation. The customer's report of low suction and an air leak alert could not be confirmed. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. (B)(4).

Event description:
On (B)(6) 2018, the customer alleged to medela llc that her sonata breast pump had no suction and it had an air leak alert symbol that she could not clear, but had always been able to clear it when it happened previously. She additionally alleged that she was engorged because she had missed two pumping sessions.